Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the mechanism for adjusting the pump roller occlusion was reportedly stuck in the fully open position. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.